Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive on the bending rubber cracked and adhesive on the objective lens and light guide lens were peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the adhesive on the bending rubber cracked and adhesive on the objective lens and light guide lens peeled. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.